Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A device history record review for each of the six lots were conducted. According to the device history record reviews, three lots were reprocessed for a residue anomaly that did not contribute to the customer complaint. No anomaly was found during the device history record review of three lots. All lots were released based on the manufacturer's acceptance criteria. A complaint history examination indicates no additional complaints were associated with the phacoemulsification tip lots. All phacoemulsification tips are 100% visually inspected. A sample was not returned and the lot information indicates the product was released based on manufacturer's acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that the tip had an occlusion during priming of the system. Additional information was received from the surgeon, who indicated that a system message code displayed and the occlusion bell went off during the cataract procedure. The surgeon clarified that the product had passed priming successfully. The technician tightened the tip and the issue resolved. The customer did not retain a sample. There was no harm to the patient. No further information is expected for this case.